Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007- patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 7 months post implant of composix kugel mesh, patient was diagnosed with erosion, infection, fistula, abscess and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device lists infection, fistula and adhesions as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the date of manufacturing is considered to be a best estimate as 15-jun-2007 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with left lower ventral hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "the sac was opened and the bowel was reduced back. The hernia sac was dissected out. A medium oval composix mesh was placed transversely on the peritoneal surface and tacked with sutures." (B)(6) 2016 - patient was diagnosed with left lower quadrant abdominal wall abscess with small bowel fistula thereby underwent removal of infected mesh. Per operative notes, "adhesions to the anterior abdominal wall was removed. Three to four loops of small bowel was densely adherent to the mesh. An en bloc excision of mesh from left lower quadrant was performed and the mesh was removed along with fibrotic cavity of abscess. One loop of bowel was clearly eroded, a side to side stapled anastomosis was performed. The fascia was closed." Attorney alleged that the patient had abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, mesh migration, pain, mesh erosion and emotional injuries.